Manufacturer narrative:
This is a correction MDR. The initial report 1226348-2019-00323, was sent as "follow-up / 30 days". Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that on (B)(6) 2019, a lego icp probe item no. 826850, had issues with sensors not reading correctly and apparently giving negative readings. Upon placement into parenchyma sensor #2 began reading -22 and alarmed with cable error. At this stage, registrar called account manager (am) and explained the above event and mentioned that the wave form was very flat and unusual. Upon questioning over phone, am was able to ascertain that these two microsensor had been zero¿d with the tip plunged into a gally pot of sterile fluid. Am asked registrar to open a 3rd cerelink microsensor and zero this with the tip placed horizontally under a few mls of sterile fluid which she did and received the zero successful on screen. The microsensor was placed into the parenchyma and was stated to be reading at 11mmhg by registrar.